Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the slitter of the catheter became stuck and the lead dislodged. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date are unknown since the serial number was unknown.